Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the pictures provided. The pictures show the feeding tube coiled in the tray and a close up of the dilator loop. The exposed part of the dilator loop wire is missing from the photos, however the section of the wire inside the dilator tip can still be seen. There is blood present on the dilator tip. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an elective percutaneous gastrostomy procedure, the physician use a cook peg 24 percutaneous endoscopic gastrostomy set - pull (peg-24-pull-I-s). As reported to customer relations: the patient came to the hospital for [an] elective percutaneous endoscopic gastrostomy on (B)(6) 2020, however, during the procedure, the tip of the probe (part that connects to the guidewire) [looped wire] fell during traction of the probe to pass through the gastric and abdominal wall. Information provided states that no section of the device remained in the patient¿s body. However, photos provided by the customer depict the looped wire missing from the device. The location of the looped wire is unknown. Further attempts have been made to collect specific information which have been unsuccessful. Because the complainant stated that there was no clinical consequence to the patient, we can conclude that this information does not reasonably suggest the patient was adversely impacted.